Event description:
Customer reported a leakage of a positive (B)(6) culture from a crack near the base of the tube. This culture had been subcultured into a fresh tube which flagged positive after 3 days. The tube was then left in the instrument for a month before removal. Upon removal, it was noticed that the entire contents of the positive (B)(6) culture had leaked out into the instrument. According to the customer no crack was noticed when the tube was placed into the instrument and they are unsure when it occurred. The customer cleaned the area with chlorine dioxide. The customer said they had followed appropriate cleaning protocols. The entire category 3 room has been vaporized with formalin. No gloves were worn when opening the instrument. No injuries reported. The sample was a known (B)(6) isolate for research purposes which is sensitive to ethambutal, isoniazid, phrazinaminde, rifampin and streptomycin. All the lab techs are (B)(6) skin test positive, as they have all had the bcg vaccination. Their health and safety team plan to follow up with tests six weeks post exposure.

Manufacturer narrative:
Due to the nature of the organism that is being identified, the package insert contains the following precautions: "working with mycobacterium tuberculosis grown in culture requires biosafety level 3 practices, containment equipment and facilities. Prior to use, each mgit tube should be examined for evidence of contamination or damage. Discard any tubes if they appear unsuitable. Dropped tubes should be examined carefully. If damage is seen, the tube should be discarded. In the event of tube breakage: close the instrument drawers; turn off the instrument; vacate the area immediately; consult your facility/cdc guidelines. An inoculated leaking or broken vial may produce an aerosol of mycobacteria; appropriate handling should be observed." The batch history record was reviewed and found to be satisfactory. Fill volume checks, cap reserve torque checks, product visual inspection and product account-ability were all within specification and normal range. Retention tubes were visually examined and no cracked tubes were observed. Return sample was not available for this investigation. Approximately 60,000 tubes were manufactured on (B)(6) 2011 for this product lot. At this time, no other complaints have been reported for this time, no other complaints have been reported for this product lot and no trends were noted. No corrective actions are warranted at this time and bd will continue to monitor this type of issue.